Manufacturer narrative:
Data from the customer's rp500, system (B)(4) and rp400 system (B)(4) were reviewed. The glucose millivolt data for the calibration reagent was reviewed as well as the second by second responses. Automatic quality control (aqc) material was available and plotted. Other cartridges and patient samples were also reviewed for system (B)(4). The glucose results for system (B)(4) cartridge (B)(4) were consistently higher when compared to other systems and other cartridges. The higher values are mostly likely due to slower response to reagents and lower inactive electrode signals. The reason for the sensor's response cannot be determined without physically examining the cartridge. The cover membrane over the inactive electrode maybe compromised. The cartridge was not available to be returned for additional investigation.

Manufacturer narrative:
Siemens is in process of evaluating the event. Log files of rp 500 (sn# (B)(4)) and rp 400 (sn# (B)(4)) has been requested to initiate the evaluation. The root cause for the elevated glucose result is unknown.

Event description:
Customer stated that rapidpoint 500 glucose result (144 mg/dl) did not fit with patient clinical representation so they repeated the measurement on two alternate analyzers and got glucose results of 30 mg/dl on first and 31 mg/dl on second analyzer. There was no report of injury due to this event.